Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient had been trying to charge his ins, but today the controller just said no device found. The consumer reported that she would hit retry and the screen would go ¿looking for device¿ then a code about the recharger. The consumer reported that she removed the lithium ion battery for a while and was ready to charge the patient again. The patient reported that he had always been able to charge his ins with no difficulty but later reported that he had never been able to charge his ins past 60% or 80% since implant. The patient was unsure if he was stopping a recharge session or if the ins would not go past that percentage. The caller was walked through started a recharge session and optimize recharger antenna position on alert screen 50; low 58, middle 100, high 100. The consumer confirmed that they were unable to establish recharging. The consumer was redirected to follow up with a healthcare provider (hcp) to discuss the ins status, recharging and ¿unable to recharge message.¿ no further complications were reported.